Event description:
Additional information received reported that the patient was looking for a facility to have a brain MRI not related to spinal cord stimulation (scs). It was stated that the caller was looking at a facility that had a 3.0 ¿telsa.¿ it was stated that the battery in the scs died about a year and a half ago and that patient had been trying to get workman¿s compensation authorization to have it taken out. Information was repeated from the previous report about seizures that started about 3 months ago that were now better with medication. It was also noted that the patient had problems with shrinkage of the brain.

Event description:
It was reported that a patient¿s implantable neurostimulator (ins) battery was depleted approximately 1 year after implant. It was stated that the caller thought the battery died too soon. It was stated that the patient stopped feeling stimulation and it was described as sudden. It was stated that the ins and leads were all still intact in the patient¿s body but were not in use. It was noted that they were looking into replacing the old ins with a new one. It was noted that compatibility guidelines were requested for MRI that was unrelated to the device. It was stated that the patient had a couple seizures and was in the hospital. The caller stated that the hcp wanted to do a few more tests. Additional information received reported that the patient had not been seen in quite some time for the spinal cord stimulation (scs), since (B)(6) 2013.

Manufacturer narrative:
Concomitant medical products: product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. (B)(4).